Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient occasionally received the intermittent catheter with the sachet and no water inside or without lubricant. Also, one catheter had no lubricant and a second did not have any eyelets, subsequently the patient could not drain their bladder.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect process parameters¿. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient occasionally received the intermittent catheter with the sachet and no water inside or without lubricant. Also, one catheter had no lubricant and a second did not have any eyelets, subsequently the patient could not drain their bladder.